Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with two syringes of juv¿derm voluma¿ xc and two weeks later with one syringe of juv¿derm voluma¿ xc in the cheeks. Approximately two months post injections, patient developed infection, redness, swelling, fluid accumulation and draining on the right cheek. Treatment was noted as levaquin and hyaluronidase. Labs and a CT-scan testing were administered but results were not provided. Symptom is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-00069 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juv¿derm voluma¿ xc.